Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d & r/l pulley wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d & r/l pulley wire. In addition, we confirmed that the light guide cable broken; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Lcb broken, reduced to 00 / 75%. This event occurred at the time of during inspection. There was no report of patient harm.